Event description:
Has mcghan breast implants and since the implantation rptr has had complications ranging from "severe headaches, aches & pains, dizzyness, memory loss, hair loss stomach cramps to the point. Rptr is doubling over with pain and fatigue and always tired.